Event description:
The customer reported problems booting up the system, unknown error code displayed on c-arm control panel. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The flash memory and calibrations on fluoro functions board and generator interface pcb were reloaded. The system was tested and found to be working as intended and returned to service.